Manufacturer narrative:
According to the reporter, "they opened another package for the procedure and noticed loose threads and they did find a thread had fallen into the patient surgical site but was retrieved" there was no further information provided. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the reporter, "they opened another package for the procedure and noticed loose threads and they did find a thread had fallen into the patient surgical site but was retrieved".